Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 1.5-2.0cm, 3.5-4.0cm, and 7.0-7.5cm from the end of the middle portion, consistent with lead friction to the device can. Internal insulation abrasion was noted at 20.0-20.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 29.0-29.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was capped on (B)(6) 2016 due to externalized conductors. Patient condition was stable post procedure with no complications.